Manufacturer narrative:
It was reported that during procedure the ring was attempted to be implanted however mitral regurgitation was not stopped. The ring was removed and a new 27mm sjm masters series valve expanded cuff was implanted successfully while the patient was still on bypass. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2024, a 30mm rigid saddle ring was chosen for a mitral valve prolapse (mvp) treatment. During procedure, the device was attempted to be implanted however mitral regurgitation was not stopped. The ring was removed and a new 27mm sjm masters series valve expanded cuff was implanted successfully while the patient was still on bypass. The patient remained hemodynamically stable throughout the procedure. The procedure was delayed (prolonged) about 30 minutes, but the patient effects due to the delay have not been reported. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.